Event description:
A report was received that the patient was having difficulty coupling the charger with the ipg. It was noted that there was swelling and potential pocket fluid at the ipg site. The patient will undergo a revision procedure. The physician did not suspect any device malfunction.

Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg. No further course of action needed at this time.

Event description:
A report was received that the patient was having difficulty coupling the charger with the ipg. It was noted that there was swelling and potential pocket fluid at the ipg site. The patient will undergo a revision procedure. The physician did not suspect any device malfunction.